Event description:
During arthroscopy of the right shoulder, an arthrocare arthroscopy cannula membrane was torn off from the cannula. The torn piece was retrieved by surgeon and matched to the original cannula.